Event description:
The surgeon inserted an aa4204vl silicone plate lens but removed the lens due to the lens would not sit properly in the patient's eye. The lens was removed with no patient injury, no incision enlargement or sutures. The reporter stated there was no problem with the lens, it was due to the patient's anatomy.